Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer found that rinse tubing and a check valve failed. The cleaning and water levels were erratic. A salt bridge was found in the ise chamber. The tubing and check valve were replaced. The salt buildup was cleaned. Water levels were adjusted. The ise chamber was cleaned and the electrodes were re-installed. Operational and mechanical checks passed. Precision studies recovered within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas 6000 c (501) module. No questionable results were reported outside of the laboratory. The sample initially resulted in a na value that was in the 170s mmol/l. The specific value could not be provided. The sample was repeated and the na value was a normal result around 140 mmol/l. The specific value could not be provided. The repeat value was deemed correct.